Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis confirmed that the device battery was depleted. The depleted battery was caused by high current leakage in an external battery filter capacitor. The depleted battery also caused the loss of telemetry and device functionality.